Event description:
It was reported that the right ventricular epicardial pacing lead displayed issues with sensing, pacing, non capture and high impedance. Unipolar sensing was variable between 5mv and 16mv. The implantable pulse generator (ipg) was programmed vvi-30 with outputs set at minimum so as not to capture the heart if device undersensed and paced. Technical services discussed programming the device to ovo rather than sub-threshold which they may do at the next visit. The ipg system was initially implanted for complete heart block following open heart surgery. The patient no longer has a conduction disturbance and has not used the pacemaker in a long time. An x-ray revealed the lead was fractured close to the second sternal wire. There was a clean break of the lead; the coil was unexposed. Technical services discussed cutting and capping the lead to ensure the ends are not exposed. All information suggests the lead remains implanted and in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).